Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the unit was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that during a nephrostomy procedure, the suture broke. During the placement of a vtc/8.3 flexima firm - 27-177 drainage catheter, the physician went to pull on the device's suture and the suture broke off at an unknown location. The string was removed successfully and the procedure was completed with this device. No patient complications were reported and the patient's status is fine.